Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline embolization device (ped) kinked (did not fully open) at the distal segment during a flow diversion procedure. The ped was used to treat a patient's saccular aneurysm located at the p-comm. The aneurysm measured 22nn in max diameter and 6mm in neck width. Patient's vessel tortuosity was described as normal. It was reported the ped was prepared following the instruction for use. A balloon catheter was used to occlude the blood flow. No guide catheter was used. The microcatheter was flushed continuously with heparinized saline during the procedure. At the delivery of the ped, resistance was met inside the microcatheter at the distal segment. When the ped braid was unsheathed from the microcatheter, kinks were notice at the distal segment of the ped braid. The ped was removed with the microcatheter from the patient. New ped was used to treat the patient and no injury was reported.

Manufacturer narrative:
Device evaluation the reported device was received and evaluated. As received, the pipeline flex embolization device (ped) braid appeared to be partially exposed outside of the microcatheter tip. The remaining ped braid along with the pushwire was found to be stuck inside the distal segment of the microcatheter. For further evaluation, the ped was pushed out of the accordioned microcatheter. The ped was noted to have stretched at the distal hypotube, and bent at proximal pushwire. The distal ped braid was found to be damaged and not fully opened. The proximal end of the braid was found fully opened, but moderate fraying was noted. No other anomalies were observed. Based on the product analysis, the report of ped braid did not open at the distal segment due to damage to the braid was confirmed. The observed damages on the ped braid and pushwire most likely occurred when high force or excessive friction encountered during delivery of the ped. The ped stuck in the microcatheter with according damage to the microcatheter further indicated intra luminal resistance was met during the delivery of ;the ped, although the patient's vessel tortuosity was described as normal. Therefore, the actual cause to the clinical experience and ped damage could not be conclusively determined. The ped instruction for use states" caution: if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline¿ flex embolization device against resistance may result in damage or patient injury." All devices are 100% inspected for damage and irregularities during manufacture. No evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.